Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator was not triggering when patient was making efforts and it generated circuit disconnect alarms. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.